Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was instructed to wait to save images after performing the swap function during the service call. The system was tested and found to be working as intended and put back into service.